Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system - battery, battery / (B)(4) /model #: 1650de / expiration date: 07/31/2018, UDI #: (B)(4), device available for evaluation: yes, return date: 08/08/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 07/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system - battery, battery / (B)(4) /model #: 1650de / expiration date: 07/31/2018, UDI #: (B)(4), device available for evaluation: yes, return date: 08/08/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 07/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system - battery, battery / (B)(4) /model #: 1650de / expiration date: 07/31/2018, UDI #: (B)(4), device available for evaluation: yes, return date: 08/08/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 07/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system - battery, battery / (B)(4) /model #: 1650de / expiration date: 06/30/2018, UDI #: (B)(4), device available for evaluation: yes, return date: 08/08/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 07/30/2017, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller and batteries exhibited power switching. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Event description:
Log file review indicated that two of the batteries also had a communication error.

Manufacturer narrative:
Product event summary: one controller and four batteries (bat582853, bat582849, bat582850 and bat220341) were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller passed functional testing. An external visual inspection under 10x magnification revealed hairline cracks around power port 1 <(>&<)> 2 and contamination inside power port 1. The observed hairline cracks and contamination on power port are not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. The most likely root cause of the contamination found within the ports can be attributed to the handling of the device. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnection and communication errors involving four batteries: bat 582853, bat582849, bat582850 and bat220341. Additionally, data log files revealed a relative state of charge (rsoc) between 101-201 involving bat582853, bat582850 and bat582849, which is indicative of a communication error. As a result, the reported power switching event was confirmed. The most likely root cause of the reported power switching can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the reported communication error can be attributed to the controller not receiving responses from the battery or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one controller, (B)(4), and four (4) batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller ((B)(4)), passed functional testing. An external visual inspection under 10x magnification revealed hairline cracks around power port 1 <(>&<)> 2 and contamination inside power port 1. The observed hairline cracks and contamination on power port are not related to the reported event. Based on an investigated, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. The most likely root cause of the contamination found within the ports can be attributed to the handling of the device log file analysis revealed that the controller, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnection and communication errors involving four (4) batteries. As a result, the reported power switching event was confirmed. The most likely root cause of the reported power switching can be attributed to momentary disconnections and communication errors between the controller and batteries. Battery (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.